Event description:
According the reporter, during a procedure, the device trocar broke and the cannula is narrow and the trocar doesn't fixate well. This complaint is not related to any specific event and is just a general device complaint. There are no patient details listed.